Event description:
This lead was noted due to lead being stuck in the subclavian vein. The lead was abandoned and capped. The physician and healthcare facility is unknown. No addition! Information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).